Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse could not duplicate the issue but verified errors 307, 319, and 40084 in system logs. Fse replaced universal surgical manipulator (usm1) and completed system verification with no issues. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm1 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The probable cause of error 319 points to node 180 is not present at startup, node name: axes controller, carriage (acc) in armnet1 usm.

Event description:
It was reported that prior to the start of a da vinci-assisted gastric bypass (roux-en-y) surgical procedure using an xi system, the customer informed the technical support engineer (tse) that the system displayed error 319 at startup with a message indicating universal surgical manipulator (usm1) was disabled. Tse reviewed the system logs and found error reporting from the axes controller carriage on usm1. The user was then instructed to perform a hard power cycle of the patient side cart (psc), but the error reappeared on restart. The customer planned to convert to another psc from another system to proceed with the case. No known impact or patient consequence was reported.